Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing package item/ missing strips. The customer is concerned with missing test strips from vial. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of complaint. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: 1507-1 sections with additional information as of (B)(6) 2020: h6: updated FDA's method and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(6) 2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".

Manufacturer narrative:
Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.